Manufacturer narrative:
Product complaint #: (B)(4). An empty opened foil, four unopened samples of product were returned for analysis. The issue sample was not received for analysis. During the visual inspection of four unopened samples, no defects were observed on the packets. The samples were opened and the swage and attachment area were noted to be as expected. The sutures were examined along of strand and no defects or damaged were noted. A functional test was performed on the samples and the tensile force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture was observed and the tested samples meet the finished goods requirements.

Manufacturer narrative:
(B)(4). Additional information: concomitant medical products, PMA/510k, evaluation codes. Additional device evaluated by MFR: it was reported performance breakage suture. One sealed box with thirty-six unopened samples and thirty-five unopened samples inside one opened box were returned for analysis. The complaint sample was not received for analysis. During the visual inspection of thirteen unopened samples, no defects were observed on the packets. The samples were opened and the swage and attachment area were noted to be as expected. The sutures were examined along of strand and no defects or damaged were noted. A functional test was performed on the samples and the tensile force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture was observed and the tested sample meet the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the device available to be returned for evaluation? If so, please provide the status of the return product, and any available tracking information.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The thread tore during use. Another like device was used to complete the procedure. There were no adverse patient consequences reported.